Manufacturer narrative:
(B)(4). The customer reported "plate test not passed". Given the limited information provided, we will consider this to be a report of a failure of the user initiated paddles test. This was a testing failure. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported "plate test not passed". Given the limited information provided, we will consider this to be a report of a failure of the user initiated paddles test. This was a testing failure. There was no patient involvement.